Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent subcutaneous scar repair at the hallux on an unknown date and suture was used. Thirty seven days following the procedure, one of the sutures did not resorb. The patient experienced purulent discharge, late healing, scar dehiscence and infection. A sorbact dressing was administered. No additional information was available.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. An explanted suture piece approx. 1.5 cm was returned. The suture was degradaing. The sample was unable to be evaluated for this event.